Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete. The fox plus (part 12759-04, lot 615638), foxcross (part 10336-120, lot 632756), and foxcross (part 10336-60, lot 623281), indicated, are being filed under separate MFR numbers.

Event description:
Device issue: balloon rupture. Time of device issue: during the procedure. Adverse event: none. It was reported that during pre-dilatation of a heavily calcified right coronary artery (rca) the fox plus balloon catheter ruptured at 8 atms during inflation. The device was removed and a second fox plus balloon catheter was inflated at 8 atms and ruptured. The physician switched to a foxcross balloon catheter and inflated at 8 atms with the same results. A second foxcross balloon catheter was used and inflated to 8 atms with the same results. A third foxcross balloon catheter was used completing the procedure without any issues. A total of four balloon catheters were used, resulting in balloon ruptures at 8 atms. There were no reported adverse pt effects. Though requested, no add'l info was available.